Event description:
It was reported that the core micro drill ran without user activation during the sterilization process at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on internal components of the device.